Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's field service engineer reported while servicing the ventilator, the device diagnostic log indicated the unit failed system pressure testing - patient wye not blocked (3131).